Event description:
Event description cpi received information that this implantable pacemaker (ipm) exhibited ventricular oversensing with a loss of ventricular capture. Syncopal episodes were associated with the loss of capture.